Event description:
This was a diagnostic procedure for a pt (with moderate calcification of the artery) who has had multiple previous cath procedures, the last one closed with angioseal. The pt was administered an anti-coagulant (lovenox). Fluoroscopy revealed a very high bifurcation of the vessel and the access site was in the sfa, just below the bifurcation. The physician deployed the axera-2 device through heel deployment, without incident. He indicated that when retracting the device it felt as though it was catching. Blood mark would not shut off. The physician performed an additional attempt to stop mark without success. He then released the heel, removed the device and converted to standard access. After completing the procedure, an angiogram of the access site revealed a blockage at/near the access site. The physician accessed the opposite leg and tried using a balloon to open up the blockage. Some flow was restored, but a flap of material could be seen in the vessel near the access site. A balloon was used to get the flap to stay against the vessel wall without success. A stent was deployed and flow re-established. The pt recovered with no further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for the lot associated with this event and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU) was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specifications. The root cause, based on available info, is unk as it cannot be definitively determined.